Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced and aligned aliquot and integrated multi-sensor technology (imt) probes. The cse then replaced the aliquot and the imt drains. The cse performed the alignments for the sample rack server, positioner, small sample container (ssc) cup, and open tube. The cse verified the vision system and ran a quick check, which passed. The cse also ran imt mix tests, patient sample comparison between two instruments, quality controls, and patient samples, all of which were acceptable. The cause of the discordant glu, ecrea, ca, na, k, co2, alpi, alti, ast, cki, trig, hdl cholesterol, and tbil results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, glucose (glu), enzymatic creatinine (ecrea), calcium (ca), sodium (na), potassium (k), carbon dioxide (co2), alkaline phosphatase (alpi), alanine aminotransferase (alti) and aspartate aminotransferase (ast) results were obtained on sample ID (B)(6) on a dimension vista 1500 instrument. Additionally, discordant, creatinine kinase (cki), triglyceride (trig), high-density lipoprotein (hdl) cholesterol, ecrea, ca, na, co2, total bilirubin (tbil), alti and ast results were obtained on sample ID (B)(6). The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting different from the initial results. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glu, ecrea, ca, na, k, co2, alpi, alti, ast, cki, trig, hdl cholesterol, and tbil results.